Event description:
It was reported that the patient was filling their weekly four cassettes of remodulin and stated that one was leaking. The patient mentioned that one of the cassettes had a pierced bladder, causing the mixed medication to leak from the bladder into the cassette. Additionally, when the cassette was turned upside down, it leaked as well. The other three cassettes from the same lot number had no issues. There was patient involvement, but the incident did not occur while the patient was infusing and did not contribute to any injury. The patient was able to continue the infusion without issue.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.